Manufacturer narrative:
On the same day as the onset, the patient experienced abdominal pain and had a cloudy bag and was diagnosed with bacterial peritonitis. Abdominal pain and cloudy bag were considered manifestations of peritonitis. A day after the onset of event, the patient was treated with meropenem (daily, dose and route were not reported) for peritonitis. The patient has recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event was reported to have occurred one month ago. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and treatment for the event was not reported. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information was available.